Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had to use a catheter full time for over a year and a half now. The intake tube consistently collapsed, which caused an air lock and thus not allowed the urine to flow into the bag, instead causing a back up and increased pain and risk of infection. The nurses said that the night bag had a different intake tube which did not collapse so it was an easily fixable problem. No medical intervention reported. Per follow up via mail on 17dec2020, the intake valve, being flat, which sort of collapsed on itself and blocked the flow of urine, which seemed like an air lock. The user had to release the tubing near the patient's groin to get the urine to flow again. The night bag did not have this problem because the intake valve was not flat like the day bag. The patient thought that there was some sort of design flaw on this flat valve. The day bags used for a year and a half now had this problem. The only interventions had been releasing the tube to allow the urine to flow and thus relieve the back pressure, and pain killers. The patient did developed one urinary tract infection as a result of urine back up and treated with antibiotics.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for treatment. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "direction for use: 1.sparate notches within circles. Pull straps through holes and around leg. 2.position bag on leg with flutter valve at top. 3.attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4.to empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. 5.after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." Corrections: d,h.

Event description:
It was reported that the patient had to use a catheter full time for over a year and a half now. The intake tube consistently collapsed, which caused an air lock and thus not allowed the urine to flow into the bag, instead causing a back up and increased pain and risk of infection. The nurses said that the night bag had a different intake tube which did not collapse so it was an easily fixable problem. No medical intervention reported. Per follow up via mail on (B)(6) 2020, the intake valve, being flat, which sort of collapsed on itself and blocked the flow of urine, which seemed like an air lock. The user had to release the tubing near the patient's groin to get the urine to flow again. The night bag did not have this problem because the intake valve was not flat like the day bag. The patient thought that there was some sort of design flaw on this flat valve. The day bags used for a year and a half now had this problem. The only interventions had been releasing the tube to allow the urine to flow and thus relieve the back pressure, and pain killers. The patient did develop one urinary tract infection as a result of urine back up and treated with antibiotics.